Manufacturer narrative:
The company rep replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer on 11/21/1997.

Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown. They recycled the unit's power and therapy was continued. No pt injury was reported.